Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment was returned and analyzed. Blood/body fluid was observed on several conductors. The distal, defibrillation and proximal conductors were fractured. The distal conductor was distorted. The outer insulation was breached/cut, had a cosmetic depression and a white substance was observed. The inner tubing had a breached depression. The lead was flexed within 5cm of the anchoring sleeve.